Event description:
It was reported that during the implant attempt, there was placement difficulty with the right ventricular (rv) lead. The rv lead had very small r-waves in several locations. It was noted that the patient has extensive scarring in the heart. The rv lead was not implanted and a dual coil lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.